Event description:
The patient was brought to MRI for a scan of her right foot. Her right foot was placed in the neck coil matrix. Her left leg was wrapped in an rf blanket and her lower leg was resting on the cord that plugs the neck coil matrix into the machine. She went into the MRI feet first. During the exam the patient stopped the study stating that she had what felt like a cramp in her left leg. The technologist entered the room and noticed the smell of smoke. With the help of another technologist, he began moving the patient out of the room, thinking something was wrong with the MRI machine. He discovered the rf blanket and the sock the patient was wearing had a burn hole in them, and the patient had a second degree burn on her heel and posterior ankle.